Event description:
Pt has received 4 medtronic pumps which all malfunctioned. The first pump was received in (B)(6) 2011 and it began giving lots of alarms and "low battery, no battery" messages around (B)(6) 2011. Pt was given a second pump in (B)(6) 2012 which malfunctioned as well; shutting off with error messages. The third pump self activates, overinfuses insulin, resulting in the pt being always hypoglycemic. The fourth pump underinfuses, self activates, making the pt hyperglycemic. Pt has suffered lots of psychotic problems as a result of pump malfunctions. Pt is now doing well as he stopped using pumps. Pt's mother contacted medtronic but has not gotten any f/u from them.